Event description:
It was reported that the patient with this lead had infection with methicillin-resistant staphylococcus aureus (mrsa). The lead was capped. No additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).